Event description:
It was reported that during central processing that a piece of plastic was found to be chipped off of the maryland bipolar forceps instrument. There were no reports of patient injury. Intuitive followed up with the initial reporter and received the following additional information: the reported instrument damage was identified after reprocessing. The instrument was inspected for damage prior to reprocessing. The plastic was found to be chipped by the jaws. During the instrument's last use, there were no reports of fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis.